Event description:
It was reported that two days post implant the patient experienced bradycardia. It was further reported that the leadless implantable pulse generator (ipg) was pacing below the lower rate. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.